Manufacturer narrative:
(B)(4). Product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the stimulation zapping, inability to lay back with it on and feet hurting was the paddle control got hot on the battery. The patient reported that she had to quit using it until a new one was sent out. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna was damaged and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The patient reported that sometimes at night she shut off the frequency. The patient reported that her feet were hurting so she turned on the stimulation and it just zapped her. The patient couldn¿t tell what position she was in because it was blacked out. The patient was locked on high frequency. The patient reported that when she laid down, she couldn¿t lay down with it on. The patient didn¿t have the adaptive stimulation on. The patient was assisted in turning the adaptive stimulation on and she checked her positions. The issue was resolved. No further complications were reported.